Manufacturer narrative:
Initial.

Event description:
It was reported that during a sensor signal loss call, the user obtained a fingerstick blood glucose of 50 mg/dl while the pump had no alerts because the sensor was not connected, and the agent advised treatment for hypoglycemia; the user ingested oral carbohydrates, including bread with raisins and an orange, and a subsequent fingerstick was 82 mg/dl, with no further assistance needed. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no pump alerts or alarms due to lack of sensor connection, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.